Manufacturer narrative:
Previous report indicated that the lead was returned and analyzed. This lead was not returned. This lead was not analyzed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal segment was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had varying and high impedances, oversensing of short v-v intervals, noise, and a fracture. The rv lead was explanted and replaced. The helix on the initial replacement rv lead came out on its own during lead manipulation. As a result, the superior vena cava (svc) was occluded. The rv lead was not implanted and another lead was used. No further patient complications have been reported as a result of this event.